Event description:
It was reported that the insulation on the pace/sense portion of the lead had peeled back next to the device header, there was high threshold, an apparant lead fracture, and no capture. The lead was capped and replaced. It was reported that the device had no pacing output. The device was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was analyzed and no anomalies were found. (B)(4) analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that the insulation on the pace/sense portion of the lead had peeled back next to the device header, there was high threshold, an apparent lead fracture, and no capture. Part of the lead was removed and the remainder of the lead was capped. The lead was replaced. It was reported that the device had no pacing output. The device was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned and analyzed. Analysis results revealed that the outer tubing overlay was melted. Blood/body fluid was present on the outer tubing overlay. All conductors were noted to be distorted. The inner tubing was kinked/buckled. There was an outer insulation cosmetic depression. There was apparent explant damage.